Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was damaged and a piece was cracked off of it. It was also reported that the gasket fell out from reservoir compartment. Customer reported that insulin pump vibrated louder than usual and that the act button was not responding. Customer does not know how damage occurred. Customer's blood glucose was 72 mg/dl. Customer was advised that insulin pump would need to be replaced.